Event description:
It was reported that during a mitra clip procedure to treat mitral regurgitation, a versacross access solution kit was selected for use. While attempting for the transseptal puncture (tsp), an unknown error message was displayed. Hence to resolve the issue, a new kit was used. Prior to opening the second kit, the dilator may have crossed on its own with no wire in place. A second kit was opened not knowing that the dilator had crossed. A pericardial effusion was noted on the transesophageal echocardiogram (tee). A pericardiocentesis was performed. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.